Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer jumped into a pool while wearing the pump. Subsequently, a malfunction alarm occurred. There was no reported impact to the customers' blood glucose level. The contact did not report what type of backup therapy would be utilized.